Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl and 50 mg/dl. The customer¿s current blood glucose is 180 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. Customer report customer did not allege pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. The insulin pump will not be returned for analysis.